Event description:
It was reported that a pump system implanted (B)(6) 2010 was completely removed (B)(6) 2010. According to the healthcare professional (hcp), it was removed because it was not working for the patient anymore. The patient had ¿several other pumps removed/implanted that worked fine, so she wasn't sure on exact reasons but it was not infection or device issues¿ per the reporter. No drug or patient outcome was reported for this event. Follow up was being conducted to obtain further information. If additional information is received a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8596sc lot# serial# (B)(4) implanted: (B)(6) 2010, : product type: catheter. Product ID: 8709sc lot# serial# (B)(4) implanted: (B)(6) 2007, product type: catheter. Product ID: 8590-9, lot# n246602, implanted: (B)(6) 2010, product type: accessory. (B)(4).